Manufacturer narrative:
The device will not be returned for evaluation as it remains in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a afx bifurcated stent and two afx vela suprarenal on (B)(6) 2016. The primary procedure was performed by dr. (B)(6) and dr. (B)(6) at the community hospital of (B)(6) . On (B)(6) 2018, the patient presented to the emergency room with unknown symptoms. A computerized tomography was performed. Dr. (B)(6) has not yet decided on treatment. At the time of the reported event the patient was stable and doing well. No additional event od patient information is available.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made on 08/17/2018, 08/30/2018, 09/17/2018 and no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.